Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was taped to keep from falling apart, did not hear the alarms anymore, not loud enough. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump rejecting the new batteries as well as buttons with tape over them harder to push. The insulin pump will not be returned for analysis.